Manufacturer narrative:
(b)(4).Date Sent: 8/10/2026.Additional Information: H6. Type of Investigation.A manufacturing record evaluation was performed for the finished device ECH60R; XGCCWGS0 number, and no non-conformances were identified.